Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician suspects the event occurred due to the depletion of the internal battery. The recommendation was that the internal battery be replaced. In addition, the front overlay is scratched and needs to be replaced. All components have been replaced. Vent inoperative occurred again during transition from repair to test. Error -e-009 was found in the error logs and occurred during transition. The blow motor will need to be replaced to address the issue. The customer does not want any repairs done to the unit. The unit will be returned unrepaired. The inlet air path assembly and removable air path foam was replaced per remediation. The device did not pass testing.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.